Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "the report from hospital say: on (B)(6) 2025, the intensive care nursing team used ventilator equipment to provide ventilator-associated ventilation treatment to wang deqi, a patient with heart failure. The nursing staff turned on the power of the device, and about a minute later, the device triggered an alarm that could not be cancelled or operated. It remained on the power on interface and could not be turned off. The nursing staff of the intensive care unit immediately stopped using the ventilator and borrowed other ventilators to connect the tubing to start assisted ventilation treatment for the patient, causing a ten-minute delay in patient ventilation." The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: the product mentioned in the adverse event is the hamilton-c1 ventilator, product serial number (B)(6). The manufacturing date is july 9, 2018, and the installation date is (B)(6) 2019. Please see the picture. The product serial number in the report is incorrect, it should be (B)(6). 2. The expiry date should be deleted. The date the event occurred is october 14, 2025, and the using department is the ICU. Based on our understanding, the situation reported by the hospital is accurate: after powering on the ventilator, it could not enter the normal interface and produced a continuous alarm. A backup machine was used immediately. The alarming device was later inspected by the agent's engineer after the hospital contacted them, and it was determined that the esm board was faulty and was replaced. Our agent's engineers conduct regular follow-up visits to the hospital, promptly resolving any issues that arise to ensure normal machine operation. Medical staff discovered the alarm before connecting the patient, did not involve the patient, and caused no harm to the patient. Similar issues can always be detected promptly and cannot cause harm. This case is considered as closed.